Event description:
Upon attempt to remove epidural catheter, it broke into two pieces. The catheter separated while the nurse was removing the tape from the pt's back. There were no associated pt complications reported.